Manufacturer narrative:
The investigation for the reported issue has been completed. A review of the console logs from the reported day of event are consistent with complaint and showed single occurrence of alarm (battery level low) 9 seconds after aleternating current (ac) power was disconnected. When the ac cord was reconnected, the alarm resolved itself after 7 seconds. The battery level low alarm was triggered erroneously due to communication glitch with the power battery manager (pbm). The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Any other issue with the pbm was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction/cardiogenic shock. While on support, the automated impella controller exhibited a battery level low that occurred once. No harm or injury to the patient was reported.